Event description:
It was reported that during an unknown procedure, the sr75 broke before inserting into the ntlc body. Fragments were generated but removed easily without additional intervention. There was no delay to the surgery. There were no patient consequences or changes in the post-operative care of the patient.

Manufacturer narrative:
(B)(4). Batch # 330a64. Additional information was requested, and the following was received: did any pieces fall into the patient? No please provide a picture (if available). Not available investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received unfired, unlocked and with the right gripping surface broken off inside of the plastic bag making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.